Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that when ablation was performed at the lesion area, there was unusual sound, and the rotation speed decreased. At that time, the device got stuck with the guide wire, so it was removed from the body together with the wire. The procedure was completed with another of the same device. No patient complications were reported.